Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va0u282, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding patient who was implanted with a neurostimulator. It was reported that the patient was feeling a shocking sensation down their leg and stated that their battery would flip over and over in their pocket when they would lay down. Their bladder symptoms weren¿t controlled with the device. Their battery was moved from one side to the other a few years prior. On 2017-06-14, it was reported that the patient¿s battery and lead were replaced on (B)(6) 2016 and the cause of the shocking and flipping were unknown. There were no further complications reported or anticipated.